Event description:
A customer reported that the strips for the glucometer elite system are not filling properly and customer cannot get an accurate result. Customer stated that at times the meter will not count down and at times it gives low readings. Examples are 55mg/dl and "lo". It is assumed that the customer did not have symptoms of hypoglycemia at the time of the lower readings. While on the phone an evaluation of the system was conducted. Electronic checks of the system were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide nor support the use of an off brand reagent strip. Replacement product is being sent to the customer. The complaint is considered closed for purposes of MDR.